Event description:
Pt reported that there is condensation in their device's insulin cartridge compartment (condensation has been cleaned out, but it reappears). Condensation smells like insulin. Pt's blood glucose was 225 mg/dl. No error message were generated by the device. No treatment was received.